Event description:
This free style libre sensors should be immediately recalled I've reported maybe over 30 sensors as defective resulting in unrecognized overeating, treatment, anxiety, depression, lack of sleep, stress, excessive weight gain due to eating and pain. In reporting to the manufacturer, they have failed to pull the product and one agent told me nothing was wrong with the sensor and wouldn't replace it. Please call me for further details.